Event description:
The device's upper jaw broke during procedure. The break resulted due to tight knee and too much force was applied on the hinge and upper jaw. The surgeon was able to retrieve the fragment.